Event description:
Alleged event: healthcare professional reported "rupture". Healthcare professional later reported "intact" of a (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).